Event description:
Customer stated that during testing prior to a case, the device operated automatically without user activation. There was no patient involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
The device was returned to the manufacturer and an investigation is anticipated. A follow up report will be submitted if the investigation results require.